Event description:
The monitor image was disturbed during the unknown procedure. The facility completed the procedure to replace the subject otv-s7pro to another device. There was no report of patient injury in this event. The facility was aware that the phenomenon was caused by their handling.

Manufacturer narrative:
The subject device was returned to olympus and there was corrosion on contact of the video connector socket. The contact was corroded because the facility might connect a video connector with wet condition of a camera head to the subject device. So the monitor image was finally disturbed due to contact failure caused from the corrosion. Olympus also checked the manufacturing history of the subject device, and there was no irregularity found. The instruction manual of this device already mentions cautions for video connector handling. This report is being submitted as a medical device report in an abundance of caution.